Event description:
It was reported that the nav3i platform froze during a procedure conducted at the user facility. The case was completed successfully using navigation after a clinically insignificant delay. No patient impact, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a frozen system can be confirmed. Inside of the logfiles an unconventional restart could be identified. Based on the email conversation tried the customer to capture the mask however based on the log files no mask was initiated prior to the restart. A patient tracker like a registration mask is necessary to get access to the registration screen.

Event description:
It was reported that the nav3i platform froze during a procedure conducted at the user facility. The case was completed successfully using navigation after a clinically insignificant delay. No patient impact, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the nav3i platform froze during a procedure conducted at the user facility. The case was completed successfully using navigation after a clinically insignificant delay. No patient impact, no medical intervention and no adverse consequences were reported with this event.